Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which resulted in auto mode switch episodes. The noise was reproducible with provocative testing. No intervention or patient symptoms were reported.